Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: n/a, software version: n/a, color: grey, battery life remaining: <n/a. Customer reports: inpen is broken, cartridge holder does not lock / stays in place and cannot dispense insulin. Per visual inspection: wrong cartridge holder. The inpen screw retracts when dialing and advances when turning dose knob and high resistance while dispensing and dialing noted. The dose button was removed and no dust / debris under the dose button or dose knob noted. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also contamination build up found caused by encoder wheel tabs rubbing at the walls of the dose nut. In conclusion: the customer complaint of cartridge holder not locking in place was confirmed due to customer trying to installed a wrong cartridge holder. Also customer complaint of not able to deliver insulin was confirmed due to encoder pattern wheel rotating and traveling against the walls of the dose nut.